Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibiting noise with activity which lead to pacing inhibition and syncope. A lead revision was performed where it was discovered that the helix would not retract and conductor fracture was suspected. This lead was surgically abandoned and a new lead was successfully implanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.